Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed a longitudinal tear in the balloon 6mm from the tip and approximately 17mm long. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 16 jan 2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending. A 3.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinal.